Manufacturer narrative:
The device was returned to the MFR and the leaking was duplicated. The leaking ebox was replaced and samples were taken for further analysis.

Event description:
It was reported that the customer opened up the sterile tray and discovered that the handpiece was leaking oil. There was no pt involvement or adverse consequences related to this event.